Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine device follow up, this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The physician planned to replace the device within the next couple of days. Additional information was received confirming the device was explanted and replaced three days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.